Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stent placement procedure, the stent migrated and the top of the stent crumbled. The lesion was located in the superior femoral artery. The physician deployed the 6x120x75 epic self-expanding nitinol vascular stent with delivery system, however, the stent migrated forward and the top of the stent "crumbled". It was noted that the stent was patent. The procedure was successfully completed with this stent. No patient complications were reported, and the patient's status was noted as "stable". This product is only ous approved, but it is similar to an approved us device.